Event description:
It was reported that a beta bionics ilet user stated the warm-up period for her sensor ended and she was not seeing any readings on her device. She uses a dexcom g7 cgm sensor. After troubleshooting, the user was able to reconnect the sensor. The user had just eaten resulting in elevated blood glucose of 218 mg/dl. This was corrected upon reconnected to the device to resume insulin delivery.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.